Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a blank display on the insulin pump. Customer stated that the display did not return after a battery change and the insulin pump is not delivering insulin due to this issue. Customer mentioned that the battery cap was broken. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display was noted. The display board was okay. The insulin pump was received with a broken battery cap, minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.